Manufacturer narrative:
The reported detachment issue was confirmed. The affected device has been discarded at the user facility. However, the issue was confirmed via the photo provided by the user facility. The administration set was shown to have detached from the connection join on the cassette.

Event description:
On 07/11/2019, a distributor of infutronix reported a tubing detachment issue. The user facility contacted the distributor on 07/10/2019, stating that a tubing had become detached from a cassette. The user facility provided a photo of the detached tubing. The distributor followed up with a phone call to the user facility. The user facility stated the patient was not harmed but was exposed to leaked 5fu chemo medication. The patient called the hotline the night of 07/09/2019 with the leak issue. Device operator was rn. The contract manufacturer of the affected device is (B)(4).